Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the door hinge being cracked during testing. The results of the investigation found that the device's downstream occlusion (dso) seal was damaged. There was no patient involvement.